Event description:
The valve was inserted into a neonate with post-meningitic hydrocephalus, at the age of seven weeks. He did well for three weeks, following which, his hydrocephalus recurred. At the operation, there appeared to be partial obstruction of the peritoneal catheter. The principal problem appeared to be at the level of valve.